Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating no data transfers, and the device is not connected to corsium. The device was in use during this event, however no patient or user impact.